Event description:
The customer reported that about 2 - 3 drops leaked from the coulter act diff 12 analyzer probe after each run and fluid went onto the counter. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) replaced clogged tubing through valve (lv8) to resolve leak. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).